Manufacturer narrative:
No samples or pictures were available. Retention sample evaluation was performed; optical inspection of 108 retention samples of adzynma, lot m5a001aa and 216 retention samples of diluent lot k000439 were optically inspected.  No abnormalities have been observed. A review of baxject ii lot gr353274 was performed and no issues were identified during manufacturing and no non-conformances were raised. Root cause is not determined.

Event description:
Diluent did not transfer through the vial spike to dilute study drug.

Manufacturer narrative:
The sample has been requested for return and is pending investigation.

Event description:
Diluent did not transfer through the vial spike to dilute study drug.